Event description:
During a triathlon tkr using precision prep cutting blocks a pin broke off from the femoral chamfer block and remained in the pts bone when the block was removed. Pliers were used to remove the pin and the operation continued as planned. There was a delay of less than 2 minutes. There were no medical interventions or adverse consequences.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.